Manufacturer narrative:
Insulin pump received with software error alarm during rewind due to mother board faulty. Received with insulin pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a software error right out of the box. Customer's blood glucose was unknown. Customer was advised that the device will be replaced. Customer agreed to return the device for analysis.